Event description:
Iupc (intrauterine pressure catheter) was not reading when connected to the compatible iupc cable cord. Multiple cable cords were changed to rule out that it was not the cable cord, rather it was the iupc itself that was not functioning as intended. Consequently, the defective iupc was replaced with a new iupc that functioned correctly.